Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the in-house programming/diagnostic history database, it was found that high impedance was detected on system diagnostics on (B)(6) 2014. No surgical intervention has occurred to date. X-rays were taken and provided to the manufacturer for review. Based on the x-rays received, the cause for the reported high impedance cannot be fully determined. There was nothing seen that would indicate there was any damage to the generator or lead; however, the presence of a micro-fracture in the lead cannot be ruled out. Due to image quality there were small portions of the lead that were difficult to visualize and fully assess.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include device disablement.

Event description:
The patient's device was programmed off due to the high lead impedance. The patient was referred for surgery. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #02 inadvertently reported that the explanted devices were not returned to the manufacturer. Device available for evaluation, corrected data: follow-up report #02 inadvertently reported that the explanted devices were not received by the manufacturer.

Event description:
The explanted lead and generator were received by the manufacturer for analysis. Analysis was approved for the returned lead. A section of the lead assembly was returned for analysis in one piece. Note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. No anomalies were identified in the returned lead portion. Analysis was approved for the returned generator. The low battery voltage condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. No additional relevant information has been received to date.

Event description:
The patient underwent lead and generator replacement surgery. Per hospital policy, the explanted devices were not returned to the manufacturer. No additional relevant information has been received to date.